Manufacturer narrative:
The fill patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg (1st is) reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detects antibodies directed against the spike protein, which are more likely to neutralize the virus. The diasorin liaison assay is targeting igg antibodies against s1/s2 antigens of sars-cov-2. No manufacturer guarantees both a specificity and sensitivity of 100%. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Differences in each individual assay are expected. In conclusion, the cause of this event cannot be determined with the available information. This event is part of field action fa-21047.

Event description:
On (B)(6) 2021 the customer reported a questioned covid (access sars-cov-2 igg 1st is assay, part number c74339, lot number 124756) result of 60 iu/ml (cut-off at 30 iu/ml) was generated on the customer's access 2 (access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)). Result was concordant but lower than the result obtained with the diasorin liaison method (600 bau/ml). The customer did not report whether the non-reactive covid results were reported out of the laboratory. There was no report of change to patient treatment or management which occurred in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control (qc) were performing within specifications at the time of the event. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.